Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device: a getinge field service technician evaluated the iabp and to to fix the issue fst powered on the unit. Power up system test passed without error code. Internal helium tank was empty. Visual inspection of the unit revealed damage to the back of the console cover. Once the console cover was removed, further physical damage was revealed. The pressure tubing was punctured. The check valve on helium reservoir assembly was fractured which was causing the helium leak. The fiber sensor connector was also discovered to be broken. All damaged parts and subassemblies were replaced. Helium leak test passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit was returned to customer and cleared for clinical use .a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) device will not autofill, iabp was dropped during transport. However, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (add 934 to component codes), h10, h11 corrected fields: d5, e3 the getinge field service engineer (fse) replaced the console cover, helium reservoir assembly, and the pressure tube assembly. 1-the following investigation was performed by the, technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the helium reservoir assembly in the cardiosave test fixture to factory specifications per procedure and the cardiosave service manual. The nrc verified the helium reservoir assembly failed the helium leak check, it seems that the leak comes from the check valve fitting because the unit was dropped on the side where the helium tank is located. Retaining the helium reservoir assembly in the nrc per procedure. If further investigation is not required, the helium reservoir assembly shall be scrapped. 2-the following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center was unable to perform any test on the pressure tube assembly because the top of the tube has a cut on the side where the unit was dropped. Retaining the pressure tube assembly in the nrc per procedure. If further investigation is not required, the pressure tube assembly shall be scrapped. 3-the following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center did a visual inspection on the iabp console cover and verified the back part on the cover was damage when the unit was dropped. Retaining the iabp console cover in the nrc per procedure. If further investigation is not required, the console cover shall be scrapped.

Event description:
N/a.